Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose, carbohydrate intake an insulin history is as follows: see scanned table. She took him to the hospital and upon arrival he was admitted into the intensive care unit for diabetic ketoacidosis. They placed him on an intravenous drip of insulin. The pod was removed and she noticed the cannula was bent in half.